Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available.

Event description:
The customer contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Event description:
The customer contacted physio control to report that their customer's device had unexpectedly lost power while monitoring a patient. There were no reports of adverse effects to the patient as a result of the reported issue.

Manufacturer narrative:
Physio control evaluated the customer's device and verified the reported issue. A review of the electronic records determined that the device experienced six unexpected losses of power. It was found that battery well 1 on the device rear enclosure assembly is tighter then battery well 2. After replacing the rear enclosure assembly, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. The replaced rear enclosure assembly was further evaluated by physio control, and verified well 1 requires more pressure to install the battery. The bottom side of the rear case under battery 1 was found to be slightly warped. Additionally, it was observed that the customer had installed lamination inside the wall of battery well 1. The cause of the reported issue was determined to be due battery 1 not properly being latched in battery well 1 of the device's rear enclosure assembly, during the reported event.